Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue was confirmed. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's plastic distal end cover had foreign objects, adhesive on bending section cover had foreign objects and the connecting tube had foreign objects. There was no patient involvement.